Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed there was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) in reprocessing steps. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the scope was pre-soaked in detergent solution. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the air/water nozzle was flushed with detergent solution. The customer reported no concerns about reprocessing. During visual examination of the device, the following additional issues were found: switch 1 had a pin hole; switch 3 was cut; the distal end's plastic cover had deep dents and scratches; the objective lens showed tiny chips and light scratches with no impact to the image; the light guide lens showed tiny chips; the bending section cover adhesive was peeling with a cloudy area; the insertion tube was snaky with cuts/scratches; the control body was scratched and dented; the light guide tube was buckled and scratched; and the scope connector was dented and scratched. Functional testing of the device showed the insertion tube insulation met with electrical resistance specifications; replacement was recommended because the test value was on the low end of specifications. In addition, the right/left directional knob had noisy operation so replacement was recommended. Finally, the air/water supply volume did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had connector defects; the air connector was not properly working. This issue was found during a colonoscopy procedure. The customer reported no error messages were observed. The customer reported there was a delay of approximately 10 minutes while a replacement device was obtained. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no adverse effects to patient reported. No medical intervention was required.